Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6) 2015 and scheduled for an implantable neurostimulator (ins) replacement. The patient did not have a 50% or greater symptom reduction. The cause of the event was not determined and reprogramming was not needed.

Event description:
It was reported that the patient had been ¿kicking around¿ urinary tract infections (uti). Specifically, the patient stated that they had them all their life and about a week ago they had a uti and was put on antibiotics. They took them all and went in yesterday and had another uti so the patient was put on ¿some other¿ antibiotic. The patient also stated that their symptoms had gotten worse and had a loss of therapeutic effect from their implantable neurostimulator (ins). This was noted as they had been ¿going to the bathroom, going to the bathroom, going to the bathroom¿. This issue began about 2-3 months before january which was why they had the ins device. The patient had also lost their programmer unit. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v701764, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).